Event description:
During a hysteroscopy biopsy while using our grasper forceps, the jaw piece broke and fell into the patient. The broken piece was retrieved from the patient using acmi biopsy forceps with no patient harm. The procedure was completed with no further incidents.

Manufacturer narrative:
Gyrus acmi was unable to verify the complaint at our facility. The device was sent back to the vendor, accellent for evaluation. The findings are as follows: visually the stationary jaw has broken off of the device. The device shaft was visually inspected and the shaft is bent to the left side and is no longer straight. This is common with devices that have had lateral and or excessive force applied to them. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. The device history record was reviewed with no discrepancies found.